Event description:
It was reported that the enlite sensor was giving false reading and calibration error alerts. Customer stated that the sensor readings have been way off. The blood glucose reading is 72 mg/dl. Customer has been received a lot of low readings when he is not low. During troubleshooting, confirmed that customer is following the proper procedure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.